Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with "bulky cusps" and severe calcification at the base of the non-coronary cusp a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Subsequently, the valve was inserted into the patient and deployed to 80%. The c-arm was rotated to check the expansion condition and an infold in the valve frame was observed. The valve was recaptured and deployed again, but there were no changes in the infold. The valve was withdrawn from the patient, and a second bav was performed using a 22 mm balloon. After the bav, a new valve was implanted in the patient. No adverse patient effects were reported. Additional information was received that there was no misload identified during the valve load as the frame overlap was less than the fourth node. A procedural delay was reported due to the preparation of a new system and the additional pre-implant bav.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with "bulky cusps" and severe calcification at the base of the non-coronary cusp a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm balloon. Subsequently, the valve was inserted into the patient and deployed to 80%. The c-arm was rotated to check the expansion condition and an infold in the valve frame was observed. The valve was recaptured and deployed again, but there were no changes in the infold. The valve was withdrawn from the patient, and a second bav was performed using a 22 mm balloon. After the bav, a new valve was implanted in the patient. No adverse patient effects were reported.